Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic, the pulse generator exhibited - elective replacement indicator - prematurely. No intervention had been reported. No patient symptoms were noted.